Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned and replaced due to a product performance issue. Other than the surgical procedure, no additional adverse patient effects were reported.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned and replaced due to a product performance issue. Other than the surgical procedure, no additional adverse patient effects were reported. Additional information was received that this rv lead was surgically abandoned and replaced due to exhibiting high capture thresholds. Other than the surgical procedure, no additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned and replaced due to a product performance issue. Other than the surgical procedure, no additional adverse patient effects were reported. Additional information was received that this rv lead was surgically abandoned and replaced due to exhibiting high capture thresholds. Other than the surgical procedure, no additional adverse patient effects were reported.

Manufacturer narrative:
This event was mistakenly reported. Boston scientific does not own reporting rights for this product.